Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, failure of the air/water supply by clogged nozzle was confirmed. However, olympus could not identify the foreign material and the root cause of the nozzle clogged could not be determined. The event can be detected by following the instructions for use which state: "inspection of the air-feeding function inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged with foreign material. After removal of the nozzle, the air/water flow was ok. Additional findings: the scope cover insulation test failed, angulation was reduced, the control knobs had play, the distal end plastic cover was dented, the objective and light guide lenses adhesive was peeled, and the bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the colonovideoscope was not producing enough air to accomplish procedures. The lack of air guiding through the scope was not adequate to perform a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, the following reportable malfunction was found: nozzle clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.